Event description:
The customer reported the infusion completed in one hour instead of two hours. The pump alarmed for air one hour after the infusion was started. The pump display showed there was still 50 ml left to be infused despite the 100 ml bag being empty. Medication was kcl 20 meg 100 ml. Primary infusion, lactated ringers, rate was 125 ml/hr. There was no pt harm reported and no medical intervention was required. Customer stated that no additional pt/event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.